Manufacturer narrative:
The pump was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed no anomaly found. The catheter was not returned.

Event description:
It was reported that about 3 months ago, at the last pump refill, there was leaking from the pump; ¿it almost killed her¿. They filled the pump with saline and decided to replace it. At the pump replacement procedure, the patient¿s husband told them that the original implanting surgeon said that he ¿wrapped the catheter in a titanium casing¿. When they opened up the patient, they found a catheter connected to the pump, then there was about 10 cm of another catheter connected to that pump segment of catheter and then that was connected to some type of metal device and then the catheter continued on. The piece of catheter that came out of the other end of the metal device and went to the spine was dark in color and looked like it may have come from another manufacturer along with the metal/titanium connector. The darker colored catheter/spinal segment had come out of the metal piece. The surgeon was able to reconnect it and there was free flow of cerebrospinal fluid. It was later reported that the pump was replaced and the new pump was filled with saline at implant. The details regarding the existing catheter were conveyed to the pump managing physician. It was unknown if the physician had refilled her new pump with medication yet. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the patient recovered without sequela. Additional information was received and it was reported that the event was attributed to the catheter. The patient outcome was reported as ¿no injury¿.

Manufacturer narrative:
Product ID: 8711, lot# j10941r24, implanted: (B)(6) 2001, product type: catheter. Product ID: 8709, lot# l55566, implanted: (B)(6) 1998, product type: catheter. Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.